Manufacturer narrative:
A visual examination identified buckling/kinks on the shaft. It was noticed that the catheter shaft was buckled/kinked in multiple places proximal the tip. The buckled/kinked areas were throughout the shaft up to the infusion line damage. Functional testing was completed and the device functioned as designed pertaining to the rotation of the device. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported a fracture occurred. The target lesion was located in the very steep bifurcation, very tortuous popliteal artery. A 2.1mm jetstream® xc atherectomy catheter was advanced to the target lesion but had trouble crossing the lesion initially. It was a steep and tortuous bifurcation therefore it didn't allow the catheter to advance through the superficial femoral artery and as the physician was forcing it, the catheter portion of the device came apart. The outer sheath came apart from the catheter about midway in the shaft. So the catheter was removed from the patient. It was determined the bifurcation was just so steep the physician ended up stopping the procedure. No complications were reported and the patient was fine.